Event description:
The customer obtained a lower than expected, non-reproducible vitros ipth result (patient= 22.2 pg/ml versus expected= 127.3 pg/ml) on a patient sample processed using the vitros 3600 immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The ipth result of 22.2 pg/ml was reported from the laboratory, however, the sample was repeated and a corrected report was issued. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a lower than expected, non-reproducible, vitros ipth result was obtained from a patient sample processed on the vitros 3600 immunodiagnostic system. There was no indication that a vitros ipth reagent related issue contributed to the event. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ocd field engineer performed service actions on several analyzer sub-systems. Performance testing following service verified that the equipment was returned to expected operation. The investigation could not determine a definitive root cause. It is unknown if the service actions performed were related to the event, therefore an instrument related issue cannot be ruled out as a contributing factor. Additionally, pre-analytical sample handling cannot be ruled out as a potential contributing factor.